Event description:
The customer reported obtaining low anion gaps on ise (ion selective electrolyte) patient samples after facing calibration issues on their dxc 600 pro clinical chemistry system. The customer indicated that there were quality control (qc) issues, but qc eventually passed. There was no report of change to treatment, injury, or death associated with event. The customer did not provide ise patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).